Manufacturer narrative:
Date sent: 4/2/09. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an appendectomy procedure, the device fired on an unk firing stoke and it also locked out. A this point, the dr decided to convert to open, because they could not get the bowel closed. They completed the case with standard staplers once the pt was opened.